Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The returned product consisted of a peripheral rotablator plus device. The advancer unit and burr catheter were received together. The returned rotawire was received in the device. The rotawire was able to be removed from the device with no issue. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using the returned 009 rotawire. After the rotawire was removed from the device with no issue or resistance the rotawire was reinserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck on the wire. The target lesion area was located in the left posterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use together with a rotawire. During the procedure, it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine post procedure.

Event description:
It was reported that the burr was stuck on the wire. The target lesion area was located in the left posterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use together with a rotawire. During the procedure, it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine post procedure.